Manufacturer narrative:
Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, which was being oversensed. Pacing inhibition was also noted for this lead. There was concern of a lead fracture. This lead was then explanted and replaced. No additional adverse patient effects were reported.